Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
It was reported that the images produced were over exposed and unusable. Unusable images are non-diagnostic quality images and may possibly delay pt treatment and would be serious if it were to recur. There is no report of injury or death associated with the event described in this complaint.